Event description:
During remote follow-up, noise was observed on the device. Abbott technical support was contacted and confirmed the event. No intervention has been performed at this time. The patient experienced no adverse consequences. Further information has been requested but not yet received.

Manufacturer narrative:
Further information was requested but is not yet available.

Event description:
Additional information received indicated the noise was due to myopotential oversensing.